Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use of the ventricular assist device vad driveline, there was driveline (dl) sheath damage. It was noted that black tape was placed by the patient directly after the strain relief. The tape was removed, and two circular cuts were seen in the outer sheath of the dl, 5cm after the strain relief. The inner lumen was intact with no total exposed wires. The dl cover was smooth and movable. A dl sheath repair was performed, beginning on the strain relief with a length of 10cm. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that the vad (B)(6) had previously been serviced. Review of manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed evidence of self-repair. Once the repairs were removed, damage was revealed in the driveline outer sheath. The visual evidence also revealed discoloration in the outer sheath and damage to the strain relief. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed strain relief damage may be attributed to wear and/or the handling of the device. The most likely root cause of the observed self-repair event can be attributed to the improper handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.